Event description:
During a cystoscopy with ureterocele excision. The plastic tip off of our olympus resectoscope broke off into the pt's bladder. This resulted in an additional procedure performed and prolonging case time which prolonged time under anesthesia.